Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, the patient did not wash and dry their hands prior to taking their fingerstick measurement. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the reported inaccuracies could not be determined. A root cause could not be determined. Labeling indicates: wash and dry your hands before taking a fingerstick measurement.